Event description:
A user facility reported to a fresenius sales representative that an xlung kit blood leak occurred while a patient was on extracorporeal membrane oxygenation (ECMO) support. Blood was seen leaking from the temperature probe port on the return side of the oxygenator. The leak was initially identified during the priming process. Instead of changing out the circuit, they tried to stop the leak by tightening the connection with clamps. Assuming this resolved the issue, they decided to continue, and the patient was connected to the circuit. However, once ECMO support began the leak became even more noticeable. There were no other known issues with the circuit. Upon follow-up, it was explained that the user facility had run out of primary circuits, and they did not want to ¿burn through another one¿ [sic]. There was no known damage to the xlung kit, and it was unclear to the sales representative if the temperature port probe was loose or insecure. Additionally, no photos were provided. It was acknowledged that the facility¿s approach to resolving the issue was not appropriate, nor did it follow guidance outlined in the instructions for use (IFU). It was unknown how much blood loss there was due to the leak, but it was confirmed there was no patient injury or harm because of it. Following the event, it was noted that the patient was taken to the operating room (or) for surgery. The sales representative confirmed the patient¿s transfer was not related to the blood leak that occurred, but was due to other unspecified complications. It was reported that the patient was very prone to clotting and had previously clotted off four other circuits before switching to the xenios device. The xlung kit was not available to be returned for evaluation as it was reportedly discarded. To date, log files have not been provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to a fresenius sales representative that an xlung kit blood leak occurred while a patient was on extracorporeal membrane oxygenation (ECMO) support. Blood was seen leaking from the temperature probe port on the return side of the oxygenator. The leak was initially identified during the priming process. Instead of changing out the circuit, they tried to stop the leak by tightening the connection with clamps. Assuming this resolved the issue, they decided to continue, and the patient was connected to the circuit. However, once ECMO support began the leak became even more noticeable. There were no other known issues with the circuit. Upon follow-up, it was explained that the user facility had run out of primary circuits, and they did not want to ¿burn through another one¿ [sic]. There was no known damage to the xlung kit, and it was unclear to the sales representative if the temperature port probe was loose or insecure. Additionally, no photos were provided. It was acknowledged that the facility¿s approach to resolving the issue was not appropriate, nor did it follow guidance outlined in the instructions for use (IFU). It was unknown how much blood loss there was due to the leak, but it was confirmed there was no patient injury or harm because of it. Following the event, it was noted that the patient was taken to the operating room (or) for surgery. The sales representative confirmed the patient¿s transfer was not related to the blood leak that occurred, but was due to other unspecified complications. It was reported that the patient was very prone to clotting and had previously clotted off four other circuits before switching to the xenios device. The xlung kit was not available to be returned for evaluation as it was reportedly discarded. To date, log files have not been provided for review.

Manufacturer narrative:
Plant investigation: the complaint sample was not available to be returned for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Before starting the therapy, it is to be ensured that all connections, filters, and luer caps are securely fitted; they should be tightened if necessary. It is also to be ensured that there are no leaks in the entire extracorporeal circuit. The circuit has to be inspected for leaks during therapy. During extracorporeal therapy, a replacement kit should always be available. The process for replacing the kit is described in the IFU. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. However, the lot number for the kit is unknown, and therefore no review was performed. Investigation of similar complaints revealed small cracks in the temperature port. All oxygenators are tested for leaks during in-process controls. It is possible that damage to the temperature port may occur during transport or handling. The kit was used after a leak was noticed during priming and it was assumed that this was fixed by tightening the connection with clamps, which does not correspond to the instructions in the IFU. A definite cause for the leak could not be determined.